Event description:
Pt reported the display characters on the infusion device are getting pale and hard to read. Pt stated the issue may have caused misreading of the display that caused difficulties in controlling her blood glucose level. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.